Event description:
During a treatment procedure to place a greenfield vena cava filter, the legs did not deploy. The physician had advanced the greenfield filter to the intended location within the inferior vena cava, but when the filter was deployed, the legs did not open. The filter remains in an unopened position within the ivc and has not migrated. A second greenfield vena cava filter was successfully deployed. The procedure was successfully completed. The pt is reported as 'fine' following the procedure; no injury or complications were reported. The physician plans to follow up with the pt.